Event description:
Patient reported that the battery life of the pump did not last as long as when the pump was first received, requiring more frequent charging. There was no reported impact on the customer¿s blood glucose level. The patient declined a follow-up with technical support, and further details about any corrective actions or outcomes were not obtained.